Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-10135; further information indicates leads at l3 and l4 were revised on (B)(6) 2019.

Event description:
Further follow-up indicates the lead was repositioned on (B)(6) 2019. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient fell in (B)(6) 2018 and experienced ineffective stimulation due to high impedances. Reprogramming was unable to resolve the issue. Surgical intervention may be pending.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information clarified one lead had migrated and during the replacement the other lead had been pulled down by the physician. Both leads were explanted and replaced to address the issue on (B)(6) 2019. Therapy was restored postoperatively.